Manufacturer narrative:
B3: event date is estimated based on journal publication data analysis of patients who received the left atrial appendage closure procedure between the years of 2016-2019. Literature citation: zhang et al. (2023) cardio-oncology. Utilization and short-term outcomes of percutaneous left atrial appendage occlusion in patients with cancer. 9:39. Https://doi.org/10.1186/s40959-023-00192-z.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 60,380 patients who underwent a left atrial appendage closure procedure and received a watchman closure device during the time frame of 2016 to 2019. Of the 60,380 patients, 0.17 percent of patients experienced an ischemic stroke, 0.04 percent of patients experienced an intra/peri-procedure stroke, 0.09 percent of patient's experienced systemic embolism event, 1.16 percent of patients experienced a likely pericardial effusion event requiring open/percutaneous pericardial drainage, and 0.76 percent of patients experienced other pericardial complications.